Event description:
It was reported that the patient's device was not recognizing the battery when they were out shopping. As a result, the patient experienced difficulty breathing. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response. The unit came in for battery board damage. Compliant confirmed with battery board damaged possibly the unit dropped / high impact. Scratch top housing is probably rough cleaning and lower housing is torn mount due to compressor vibration. The data log shows battery low -the customer running the unit on low battery, error 1 popup this is the indication of empty battery. Product manifold leak due to debris inside under check valve. Feed waste broken probably has dropped /high impact.